Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 c-ring tubing broke inside of pt. The hospital did not report any pt effects. It is unk how the procedure was completed. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).